Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that dirt (foreign matter) was inside the light guide (lg) lens. The foreign matter is not on the outer surface of the scope, so the reprocessing process is unable to remove the foreign matter. The event likely occurred due to physical stress caused by hitting the tip of the scope, dropping the tip, or injury due to the chemical solution used. It is likely that due to mechanical stress, the adhesive around the lg lens peeled off, allowing moisture to get into the lg lens, causing corrosion. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign material inside the light guide lens and suspicion of cross-contamination. There were no reports of patient involvement.